Manufacturer narrative:
The insulin pump had compromised force sensor system alarm during prime test due to loose drive support disk.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm during manual prime. The customer's blood glucose was 400 mg/dl at the time of incident. The insulin pump was returned for analysis.

Manufacturer narrative:
In 2012, high blood glucose was not considered a reportable event. The customer did express the device had malfunctioned but did not contribute to a reportable serious injury.